Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that prior to the procedure, after anesthesia, a repeated recoverable 32056 error from universal surgical manipulator (usm) 3 occurred. The customer mentioned that the problem persisted across multiple power cycles. The tse reviewed the error logs and confirmed the errors. The tse instructed the customer to perform a power cycle with emergency power off (epo), but the issue reappeared immediately. While disabling arm 3 was an option, the procedure likely could not proceed with only three arms, and there was no second da vinci system available. The customer was uncertain whether the surgery would be postponed or converted. A field service engineer (fse) was dispatched to address the situation. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the 32056 error was triggered indicating fault on the pitch searchlight, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where usm adaptive gain control (agc) current test was found to be failing on the pitch searchlight. Once testing was completed, the pitch searchlight flat flex cable (ffc) was reseated and was verified to the source of the fault. As a result of these findings, failure analysis was able to conclude that the pitch searchlight ffc was found to be the root cause of the reported event.